Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 50 mg/dl and juice was consumed to address bg. Customer thought pump basal setting was cause of low bg and had adjusted the setting to resolve the issue.